Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the green button could not be pressed, the handle could not be squeezed and the device was not able to fire. There was also problem in loading the reload that it did not connect with the stapler. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the green button could not be pressed, the handle could not be squeezed and the device was not able to fire. There was also problem in loading the reload that it did not connect with the stapler. They opened new handle to continue. There was no patient involvement.